Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). As per siemens instructions, the customer ran system check three times, which recovered unacceptably. Siemens suggested the following to the customer: replace the sample probe tip and trim the tubing on the syringe and solenoids. The customer replaced the sample probe and nut, trimmed the tubing on the pump solenoid, and attempted to prime the instrument. While priming the instrument, the customer noticed that the sample flush syringe thumbscrew was missing. The customer replaced the sample flush syringe thumbscrew and primed the instrument successfully. Then, the customer ran a system check and quality controls, which recovered acceptably. The customer reported that on (B)(6) 2019, they replaced the sample flush syringe; it is possible that they did not screw the thumbscrew tight enough, which caused the thumbscrew to fall off. The cause of the discordant, falsely elevated eco2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00224 was filed for the same event.

Event description:
A discordant, falsely elevated enzymatic carbonate (eco2) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension exl 200 instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated eco2 result.